Event description:
Reportedly, after the second firing, all the staples did not form at all and bleeding from the staple line was confirmed. Changed to an open procedure and reinforced the staple line by hand sewing. Used another device. No patient injury. Procedure: laparoscopic partial gastrectomy.